Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc keypad dome. The insulin pump had minor scratched lcd window and broken reservoir tube lip. The keypad connector was found closed properly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had crack on the reservoir compartment. The customer's blood glucose was 220 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.